Event description:
It was reported that the customer experienced high blood glucose levels and had issues with the serter. The blood glucose reading was 519 mg/dl. The customer stated that the infusion sets were getting stuck to the sides of the serter. Advised that a replacement serter would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.